Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4) the electrode belt failed a high-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation, component u725 (a low capacitance, low charge injection multiplexer) had corrupt logic. This caused the voltage in the ecgs to be incorrect. This caused the electrode belt to fail a high pot test. The root cause of the corrupt logic in the multiplexer was unable to be positively determined. No adverse event resulted from the defective u725. The last pt to use this belt did not report any deficiencies.